Event description:
The pump was returned for investigation. Investigation revealed a dim, fading display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the display screen was dim and fading. Unrelated to the display issue, evaluation revealed that the audio bolus button cover was detached/missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).